Event description:
Customer reported false negative results for two individuals using the cue covid-19 test for home and over the counter (otc) use. This MDR is to document two of the false negative results for individual 2. See related cases for the additional false negative results. Individual received suspected false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22499h/24221h, reader sn (B)(4). Individual obtained the following results on alternate tests: (B)(6) 2022: ihealth antigen test - negative result. (B)(6) 2022: ihealth antigen test - negative result. (B)(6) 2022: sars-cov-2 pcr test @ kaiser - negative result. (B)(6) 2022: ihealth antigen test - negative result. (B)(6) 2022: sars-cov-2 pcr test @ kaiser - negative result. (B)(6) 2022: quickvue at-home otc covid-19 test - positive result. (B)(6) 2022: quickvue at-home otc covid-19 test - positive result. (B)(6) 2022: quickvue at-home otc covid-19 test - positive result. (B)(6) 2022: ihealth antigen test - negative result. (B)(6) 2022: quickvue at-home otc covid-19 test - positive result 3x. (B)(6) 2022: quickvue at-home otc covid-19 test - positive result. (B)(6) 2022: lucira test - negative result. Individual noted that she never had symptoms while testing; however, individual's husband had symptoms.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Lot 22499h: the complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Lot 24221h: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.